Event description:
It was reported that intermittent malfunction alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address elevated bg. The customer will continue to use the pump as a method of insulin therapy.